Event description:
It was reported on 09/19/2022 by a sales representative via email that an ar-3638 fibertak would not tension the implant. This was discovered during a case with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. A product history review was performed as required. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed.